Event description:
During the atrial flutter ablation procedure, optical issues resulted in a procedural delay. Contact force was displayed normally initially. Because the patient's atrium was too large, in order to get to the ablation position, the catheter was removed and tip of the catheter was reshaped. When the catheter was placed back into the patient and got to the top of the swartz sheath, it was noted that the contact force became very large. The ensite mapping system displayed an error message stating: "no contact force information available". The connections were checked, the tactisys and mapping system were restarted, but the issue was not resolved. The catheter was replaced, which resolved the issue and the procedure was completed with no consequences to the patient.